Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief since implantation. It was noted that the patient received adequate relief during the trial period. Troubleshooting was performed, including reprogramming, without resolution. An x-ray was performed with no device issues identified. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant. Following the explant procedure, the patient reported that their condition had worsened. The patient developed new, progressive spinal pathology. An x-ray obtained on (B)(6) 2025, identified a new disc herniation located at the l2-3, causing left sided lumbar radiculopathy. On (B)(6) 2025, the patient¿s condition had reportedly deteriorated to a large l2-3 disc extrusion with left hip and groin radiculopathy. A transforaminal lumbar interbody fusion (tlif) at the l2-3 was performed in (B)(6) 2025, followed by extensive rehabilitation.